Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring black. Insulin pump case type: ngp. Customer returned insulin pump for alleged cosmetic damage located at the battery tube area found on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and no physical or moisture damage was identified. Test p-cap and reservoir locked properly into reservoir compartment during testing. Battery tube severely damaged preventing battery cap from locking into place and thus preventing the pump from turning on. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case, broken battery tube threads, cracked case (battery tube). In summary, blank display due to severely damaged battery tube area. Cosmetic damage located at the battery tube area confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The device was returned for analysis.